Event description:
It was reported that the patient was seen in clinic for routine follow-up and the atrial lead exhibited high thresholds. Diagnostic imaging revealed the lead had no slack and was bundled up in the pocket. The physician suspected the patient had developed twiddlers syndrome. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2014. The patient was well post procedure.